Event description:
Patient undergoing laparoscopic appendectomy. Attempted to load the stapler and it would not load properly. Used another similar device and it functioned correctly. No patient harm.